Event description:
A report was received that the patient was having difficulty charging the ipg due to the ipg being flipped. The patient underwent a pocket revision and was doing well post operatively.